Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-09070. The patient has two leads implanted (lot number unknown). It was reported the patient (spain) was not receiving effective stimulation. The physician decided to implant two new leads in a new location to address the issue. During the lead implant procedure, the physician was unable to insert the lead into the cannula. The procedure was abandoned.